Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. Bends to the central lumen were noted at approximately 18cm, 43cm, 61cm and 71cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvi-ous blood was noted within the helium pathway. The customer submitted photos were reviewed. The photo shows the iab serial number and matches the serial number for the returned sample. The pho-to shows the iab bladder membrane and was noted fully inflated. The bladder thickness was meas-ured at six points with measurements ranging from 0.0057in-0.0062in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The cathe ter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing meth-ods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the balloon cannot inflate completely" is not confirmed. During the inves-tigation, no damage or abnormalities were noted to the returned sample. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "after the catheter inserted, the balloon can not inflate completely". Additional informaiton states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "unknown".